Event description:
It reported that the patient was implanted with a znn cmm nail and a znn cmn lag screw on (B)(6) 2012 due to an inter-trochanteric fracture which warranted cmn nail insertion. On (B)(6) 2013, due to a non-union of greater trochanter from the previous surgery, the nail broke and the patient had to undergo revision surgery. The nail had to be removed.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The cause for this specific event cannot be ascertained from the information provided. Once additional information is received and the affected device is returned for investigation, an updated report will be submitted. (B)(4).